Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of system revision due to erosion. The device was explanted and used as temporary external pacing generator. The device remains in service temporarily until erosion is cleared. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.